Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella ld for mechanical circulatory support. During support, the device exhibited a purge leak from the hub, along with blood slowing leaking from between the clear side arm and red impella plug. The staff performed a purge reservoir bypass which resolved the problem. The patient continued on support, and it was reported that they survived the procedure.